Manufacturer narrative:
This event occurred in (B)(6). A patient date of birth of (B)(6) was also provided. It was not clear which date was correct. A clarification has been requested.

Manufacturer narrative:
The customer reported that the same patient was tested again and the same issue occurred. No specific patient data were provided. A clarification has been requested.

Manufacturer narrative:
Retention materials were tested and the results of all measurements meet requirements.

Event description:
The customer reported that they received erroneous results for one patient tested for roche cardiac troponin t quantitative (tnt) on the cobas h 232 analyzer. A sample from the patient was tested on the cobas h 232 and resulted as 1137 ng/l. The patient's doctor called the ambulance and the patient was sent to the hospital. The patient was tested multiple times at the hospital with the elecsys troponin t high sensitive assay and there was no elevated tnt level. Result values for each test performed at the hospital was <30 ng/l. The patient was then sent home. A sample from the patient was also tested on the cobas h 232 analyzer on 02/04/2015 and it resulted as 768 ng/l. The patient was not adversely affected. A test strip code chip number of 9871 was provided. The cobas h 232 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause for the re-occurrence could not be determined as no additional information was provided for investigation.

Manufacturer narrative:
A sample from the patient was tested for tnt on the cobas h 232 analyzer on (B)(6) 2015, resulting as 634 ng/l. The result was reported outside of the laboratory. The patient was then sent to the hospital based on the result and at the hospital, the patient was tested twice for tnt using an elecsys analyzer. The results from the elecsys analyzer were both <30 ng/l. The patient was not adversely affected based on this event. The patient is currently stable. For this event,the tnt test strip lot number and expiration date were asked for, but not provided. An additional patient medication has been added. On (B)(6) 2015, a new sample was collected from the patient and tested on the cobas h 232 analyzer for tnt. The cobas h 232 tnt result from this sample was 266 ng/l. According to the customer, the result was reported outside of the laboratory, but was done only to show that the results from the cobas h 232 are generally higher than the result from an elecsys analyzer. The patient was not adversely affected due to the event with the sample from (B)(6) 2015. For this event ((B)(6) 2015 sample),the tnt test strip lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The patient's date of birth has been confirmed as (B)(6) 1961.

Manufacturer narrative:
A plasma sample and a serum sample from the patient were provided for investigation. The customer's h 232 analyzer was also provided for investigation. The plasma sample from the patient was tested using retention reagents on a retention elecsys 2010 analyzer, a retention cobas h 232 analyzer, and the customer's h 232 analyzer. The patient's serum sample was also tested on the retention elecsys 2010 analyzer. The measurements performed with the patient samples showed no elevated results when tested on the retention elecsys 2010 analyzer and the retention h 232 analyzer. The measurements performed on the retention h 232 analyzer and the customer's h 232 analyzer showed no differences. The meter and the patient sample can be ruled out as a root cause for the reported issue. A result deviation due to known sources of interferences was not be detected. The lot number of strips and the customer's strips were not provided for further investigation.